Event description:
The customer reported that the monitor failed to alarm on asystole alarm. The pt is deceased.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.